Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that there is an "air leak." It is known that the device was not being used during surgery. It is known that there were no injuries reported. It is unknown if medical intervention had occurred. There was no additional information provided.